Event description:
Legal claim alleges that the patient was revised to remove a defective liner. Medical records indicate that the patient was revised to address development of an impending fistula on his lateral thigh. Eccentric poly wear was discovered intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.